Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01692 / 2013-05956 / 2013-05957 / 2013-05958).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of increased metal ion levels, tissue and bone destruction. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient's blood tests indicates cocr levels are within the normal range.